Manufacturer narrative:
(B)(4). The device was not returned to the laboratory for evaluation, but instead it was discarded. The investigation was performed based on a photo image of the device which was attached to the complaint. The hemopro cord was observed to be torn at the point where the cord connects to the base of the cord connector. The tear in the insulation layer exposed the inner connecting wires of the device. Based on the photo image as presented, the reported failure "break" is confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable wires were showing on the connection site of the cable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable wires were showing on the connection site of the cable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.